Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that call was the patient (pt) said at implant sensation was felt in their anal region with 3 different tries until they felt it vaginally and that's the program they've been on. Pt said: then after implant interstim may have helped but the help did not last long. Pt said it has not been working for quite a while and when they need to empty is when they drink water and now that is getting worse, they are losing water. Pt said they just went to the bathroom and now they feel like they have to go again. Pt said they had a recent MRI and when stim was turned back on they felt it in their anal area again. Pt said they've tried using their equipment but were not successful. Reviewed some interstim therapy education information and offered to help pt if they wished to make a therapy adjustment. During the call pt was successful to synch with their implant and try several programs confirming where they felt stim: anal area and with one of the programs, stim was felt at the ins site. Pt chose to try a program which they felt no sensation at 1.0 and will try it there. Reviewed to monitor the effect and continue working with their doctor. Pt will have to have an other MRI in 6 months. Redirected to their hcp.